Manufacturer narrative:
The failing values were not provided. A review of the device serial number history did not identify any similar complaints. The failure mode was confirmed by mckesson medical, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 8 psi calibration value from 377 to 365 and the 30 psi value from 263 to 300. A was initiated to investigate the root cause of this failure mode. An occlusion failure was also identified and corrected during servicing performed by a third-party service provider. Reference complaint #: (B)(4).

Event description:
Intuvie received a report indicating that, during routine preventive maintenance (pm) testing at mckesson medical, the device failed the 30 psi and 8 psi pressure tests. The failing values were not provided. No patient involvement was reported.